Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Ocsm checked the subject device but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The image was visible and some horizontal stripe noises appeared on the image only when the cable was swayed. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ocsm, olympus medical systems corp. (Omsc) surmised that this phenomenon was attributed to poor communication due to the cable unit failure. The exact cause of the cable unit failure could not be conclusively determined. Omsc checked the device history record of the device, there was no irregularity found. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4) sales & marketing ((B)(4)) the evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image of the subject device was noisy and the image could not be seen due to noise. The subject device was used in combination with otv-s7. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.